Manufacturer narrative:
(B)(4). The reported condition was not confirmed and not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with a damaged battery . It is unknown when this condition occurred. During product evaluation at baxter it was discovered that a battery depleted set alarm occurred during infusion, which interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.